Event description:
Caller reported a cgm error related to their device and sought assistance. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through resetting the pump by technical support, and after the reset, the error did not occur again, allowing them to successfully start their sensor session.